Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected hls-set was investigated by the getinge laboratory on 2023-03-08 with following conclusion:  there were no obvious damages found on the product during the visual inspection. The arterial temperature was not displayed. Inside the housing of the arterial sensors, corrosion in the area of the blood outlet connector was found. After increasing the temperature of the device to 35 degrees, condensation was formed in the sensor housing. During the priming procedure there was a leakage from the venting membrane. The failure "arterial temperature not showing up" which was reported by the customer could be confirmed. This type of corrosion occurs when an electrolyte such as saline solution or priming fluid, in general, is involved. If an electrical voltage is applied, the process of corrosion is accelerated. The corrosion and the resulting damage and deposits can impair the electronics and lead to the total failure of the electronic components. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that after four hours the error message ¿tart sensor disconnected¿ was displayed. The cardiohelp was turned off and on. The error message was still displayed. Therefore the cardiohelp was exchanged during treatment as no arterial temperature was displayed. After 30-45 min of the exchange the error message was again displayed. After that the hls set was exchanged and the failure was solved. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that after four hours the error message ¿tart sensor disconnected¿ was displayed. The cardiohelp was turned off and on. The error message was still displayed. Therefore the cardiohelp was exchanged during treatment as no arterial temperature was displayed. After 30-45 minutes of the exchange the error message was displayed again. Therefore the hls set was exchanged and the failure was solved. The reported failure was handled in two complaints. One focuses on the investigation of the cardiohelp device involved in the event (mfg report number 8010762-2022-00520) and this complaint is related to the hls set (mfg report number 8010762-2022-00516). The hls-set was investigated by the getinge laboratory on 2023-03-08 with following conclusion: there was a crack found on the arterial sensor housing. The arterial temperature could not be measured, as well as the pressure. There was a leakage from the venting membrane. The failure "arterial temperature not showing up" which was reported by the customer could be confirmed. An additional test was made on 2023-03-31 to narrow down a root cause of the leakage. The bonding of the sensors is irregular and insufficient at some point. Therefore the most probable root cause for the failing of the temperature sensor is a leakage due to the insufficient bonding of the sensor. According to the instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0) in chapter 4.3.1 safety instructions for the heat exchanger is following stated: test the functioning of the temperature sensors before each use. Only use tested and approved temperature sensors. Further in case of a failing arterial temperature sensor an external sensor can be connected (IFU, cardiohelp, chapter 5.3.3 connecting external temperature sensors). The production records of the affected be-hls 7050 #shls set advanced 7.0 were reviewed on 2023-04-04. According to the final test results, the hls module passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "tart sensor disconnected not showing any values" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.